Manufacturer narrative:
Name: medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219. E1: patient city: (B)(6). Patient country: australia . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that, the patient experienced infusion set detachment on (B)(6) 2026, due to the set being inadvertently pulled out during use as pump popped out of patient's belt causing the tube to pull. The set pulled out after being in use for five days.